Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side "two enlarged lymph nodes under my left arm" and "rash on my body." Patient also reported "bad headaches", "their hair was falling out", "breasts were starting to sweat and the sweat smelled toxic like burning rubber"; these are not device related. Device remains implanted.